Event description:
Boston scientific became aware of events involving a habib endohpb rf ablation catheter at the 105th annual meeting of the japan gastroenterological endoscopy society (jges). According to the study, a habib endohpb rf ablation catheter was used in 5 different patients respectively to treat a stenosis in the pancreatic duct during a pancreaticobiliary ablation procedures performed between (B)(6) 2020 and (B)(6) 2022. After ablation, a plastic stent was placed within 1-2 months and will be removed once the stenosis has improved. Post radiofrequency ablation (rfa) treatment, 4 patients had shown stenosis improvement and the plastic stent was then removed. However, on the 19th day and 121st day post plastic stent removal, 2 out of that 4 patients have developed pancreatitis. Consequently, a plastic stent was placed again on those two patients. The other two remaining patients did not show relapse after 3 to 26 months post procedure. Lastly, the 5th patient had also developed pancreatitis post ablation procedure but has improved conservatively. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact event date is unknown; however, it was reported that the ablation procedure was performed from (B)(6) 2020 to (B)(6) 2022. A plastic stent was placed and removed after 1-2 months. Additionally, it was reported that on the 19th day post stent removal, pancreatitis was noted. Therefore, the event date is approximated 19 days from (B)(6) 2020, the first date of expected plastic stent removal.. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code (B)(6) captures the reportable event of pancreatitis.